Event description:
During service testing, the bater repair technician reported that the device under delivered. The hospital representative stated that there have been no reports of any patient incident invoving this pump since the las baxter service event.

Manufacturer narrative:
The device involved has been received for evaluation.